Manufacturer narrative:
Not applicable.

Event description:
During a surgical procedure, one side of the grasper tip broke, and fell into the patient. The piece was removed from the patient. There was no harm to the patient.